Event description:
It was reported to philips that the machine failed to power on; table height drive found faulty on a allura xper fd20/10. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the amc ecat drive dpph01 and returned the machine to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference:(B)(4).